Event description:
It was reported that patient feels like his neurostimulator was "protruding" through his skin. He "can feel neurostimulator more at times than others" and that it "sometimes feels like it's hitting something else." The patient stated that the neurostimulator "is not as comfortable as when it was done." He believes that the neurostimulator was "moving." The stimulation was in the wrong location. When he uses his cell phone, he sometimes feels stimulation in his left hand. His symptoms are being controlled. Further information is being requested by the hcp.